Event description:
Info rec'd indicates the brake and brake/steer casters are no longer holding when in brake.

Manufacturer narrative:
The technician replaced the worn brake and brake/steer casters to repair the bed.